Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling any stimulation from the lead due to manipulation of the ipg in the pocket which caused it to coil. This resulted to lead fracture and migration. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted lead will not be returned.